Event description:
The hcp did not think the pump was working correctly. The pt was not getting pain relief despite increasing the medication dosage delivered by the pump. The results of a dye study were normal (date of study not reported). The pt's pump was then refilled in 2009 to deliver morphine, clonidine, and prialt. Afterward, the pt experienced nausea, vomiting, flu-like symptoms, shakes, sudden fatigue, confusion, stiff neck, chest pains, and dehydration. She felt she couldn't breath and that her sweat burned. The pt was concerned for her safety, due to the sickness and went to the ER at about 8 days later. The staff there had not heard of prialt and treated the pt with naloxone. Afterward, the pt felt even sicker. The pt was sent home. The pt was seen in clinic and the hcp stopped the pump. Interrogation of the pump revealed that the refill date was to be 13 days later than the date it was refilled. The pump had never needed to be refilled with 13 days prior to this incident. The hcp believed the pt was having a reaction to the drug in the pump. The pump was emptied on the original date to be refilled, and refilled with morphine, clonidine, and baclofen. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.